Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the distal bifurcated stent graft was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 5mm, a type 2 endoleak (non-device related failure) of the internal mesenteric artery, and subsequent coiling of the internal mesenteric artery. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, the coiling of the internal mesenteric artery in 2016 could have contributed to the reported event. The final patient status was reported as being stable with no problems. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem. D4: unique identifier (UDI) #. G1,2: contact office- name has been updated. G4: date of received by manufacturer. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial implant, a 3b endoleak of the afx bifurcated stent graft was reported. Patient pending re-intervention and is being monitored. Additional information: the clinical assessment determined that there was evidence to reasonably suggest sac growth of 5mm, a type 2 endoleak (non-device related failure) of the internal mesenteric artery, and subsequent coiling of the internal mesenteric artery. The physician elected to reline with a medtronic (non-endologix) device. The patient was reported to be in stable condition post-tertiary endovascular procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial implant, a 3b endoleak of the afx bifurcated stent graft was reported. Patient pending re-intervention and is being monitored.